Manufacturer narrative:
Investigation summary: one video was received and analyzed by our quality team with the customer's complaints of safety not engaging and dull needle. The complaints were verified with the video alone but the root cause is unknown without the affected sample for investigation. The manufacturing plant has been made aware of this issue. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Video received.

Event description:
Material #305950. Lot #4106019. It was reported that the bd safetyglide safety mechanism was difficult to activate. The following information was provided by the initial reporter: verbatim: having an issue with the allergy needles reff # 305950, lot# 4106019 safety not engaging, and issue of sharpness of needle (not puncturing skin).

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.